Event description:
Skin shield liquid bandage claims (on package) to be "first aid antiseptic and pain reliever." But when used on small cut on their forearm, it caused intense burning pain that lasted for hours. A drop or two which fell down onto the forearm raised a painful burn on healthy skin which, although swabbed with cold water, lasted for several days and left a scar. There is no warning on label or package about this possibility.